Event description:
The patient's healthcare provider reported the patient was admitted to the hospital on (B)(6) 2023 due to inappropriate treatment based on suspected inaccurate home readings from the cardiomems patient electronics system. A right heart catheterization was performed during the hospitalization and the sensor was assessed for accuracy. It was reported that the sensor readings from the cardiomems hospital electronics system matched the readings from the right heart catheter. The sensor was not recalibrated. The patient was discharged (B)(6) 2023 and is currently at home and stable. The suspected patient electronic inaccuracy and hospitalization are reported in (B)(4)3004936110-2023-00773.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.